Event description:
Although not confirmed by a healthcare professional, as purported by legal counsel in pending litigation; pt was repetitively exposed to cidex solution and fumes, requiring med svs.